Event description:
It was reported that: the user was unable to manually ventilate the patient. Oxygen saturation dropped to 68%. User had the auto/manual selector valve in the auto position, then user placed the valve in the manual position and the problem was corrected. There was no injury to the patient. The procedure was to place a chest tube, do a wedge biopsy, and perform a theracoscopy. All procedures were successfully completed.